Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the staples were missing and did not form properly. The surgeon converted to a laparotomy and there was unexpected tissue loss. The hosp has reported the pt's condition is satisfactory.